Manufacturer narrative:
(B)(4). Analysis of the recharger, serial # (B)(4), found no anomaly; the device was functioning normally. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the issue of feeling sick to their stomach while recharging had seemed to be better. The patient stated that they had been charging at 2x instead of one. It was noted that the patient would be getting a new battery on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I. It was reported that the patient was in a car accident and since then got sick to her stomach when she recharged the ins. The recharging process took a little bit longer than it used to before the accident, but it still charged. The patient spoke to her healthcare professional¿s office about it and they told her to call the manufacturer representative who told the patient to call the manufacturer to get a new recharger.

Manufacturer narrative:
The main component of the system and the other applicable component is: product ID: 37752, serial# (B)(4), product type: recharger.

Event description:
Additional information received from the consumer indicated that the recharger was not charging the ins as fast since the car accident. A replacement recharger was sent to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.